Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an interventional procedure, pre-close placement of the sutures was attempted in the femoral artery using perclose proglide devices. Reportedly, after deploying the initial proglide device through a 6-french sized access site, an attempt was made to deploy a second proglide device. The second proglide device was backloaded on the guide wire, the footplate was deployed, and the needle plunger was pressed down to meet the collar of the purple body. However, when the needle plunger was pulled out, no suture limb was seen. The operator concluded that the device was faulty as the suture limbs were misaligned to the needle cuffs. The device was removed over a guide wire and the suture of a third proglide device was deployed. The sutures from both devices were set to the side. The access site was upsized to 20-french using four step upsizing. After conclusion of the interventional procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.